Event description:
An injury was not reported. The table does not always retract when the table is angulating and the table hits the floor. The main concern is for possible injury to healthcare provider should the user foot be caught between the floor and the table.

Manufacturer narrative:
Although written request was sent to user, user was unable to provide information. Patient weight is unknown.